Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The field service engineer (fse) evaluated the unit and confirmed the reported error. The fse found that the unit would need a new speaker assembly. The fse replaced the speaker assembly to address the reported issue. The unit passed all testing and operated within the manufacturing specifications. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If part is returned, the complaint will be reopened and an investigation will be performed. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. There was no patient involvement at the time the issue was discovered.